Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿poor stripping technique¿. A potential root cause for this failure could be ¿nonqualified operator¿. The lot number is unknown therefore the device history record could not be reviewed. A labeling review was not required due to the unknown product code. Therefore, bd was unable to determine the associated labeling to review. Although the product code was unknown, the intermittent catheter labeling was found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the drain bag tubing was looping and as a result the foley twisted and pulled throughout the night. The patient was advised by bardcare of the availability of the statlock stabilization device that may reduce pulling of the catheter, but patient thinks the alcohol, used for removal, dries out his skin too much. It was suggested that the patient place the drainage bag near the foot of the bed in order to decrease the looping of the tubing. It was also suggested, to use the sheet clamp to assist in tubing placement. The patient was ultimately able to get the bag to drain with manipulation of the tubing. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the drain bag tubing was looping and as a result the foley twisted and pulled throughout the night. The patient was advised by bardcare of the availability of the statlock stabilization device that may reduce pulling of the catheter, but patient thinks the alcohol, used for removal, dries out his skin too much. It was suggested that the patient place the drainage bag near the foot of the bed in order to decrease the looping of the tubing. It was also suggested, to use the sheet clamp to assist in tubing placement. The patient was ultimately able to get the bag to drain with manipulation of the tubing. No medical intervention was reported.